Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a calcified lesion in the popliteal artery. Atherectomy was performed and the 4 x 60 mm xpert self expanding stent system (sess) was advanced without issue. An attempt was made to deliver the stent, but the stent would not deploy. The device was removed easily and it was noted that the stent was slightly exposed. A new xpert sess was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.